Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged found to the housings, battery door or battery compartment. Downstream sensor seal is bubbled. Functional testing found the reported problem was duplicated. Using our in house psi pressure test station, the device alarms "high flows admin set required. Remove cassette." Recommend replacing the upstream sensor. Due to alarms found in the ehl (event history/error log), recommend replacing the downstream sensor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that an upstream occlusion error message occurred during testing. There was no patient involvement.